Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and urgent care visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone16.2. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced high blood glucose levels while using the pod, which had been worn on the abdomen for 24 and 36 hours. Blood glucose measured at 290 mg/dl, accompanied by high ketone levels, nausea and elevated heartrate. Blood and urine tests were completed and the patient was diagnosed with early diabetic ketoacidosis at an urgent care center. Although referred to a hospital, the patient contacted their healthcare provider and was able to further manage the condition at home, ultimately discarding the pod.